Manufacturer narrative:
Unit received with detached end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to detached end cap.

Event description:
It was reported that the customer had high blood glucose level of 414 mg/dl. Customer stated that the bolus did not show up in bolus history. The insulin pump will be returned for analysis.